Event description:
It was reported that the 9600 system had a ma/kv error code message displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The wiring harness was re-connected during the svc call. The system was tested and found to be working as intended and put back into svc.